Event description:
This report summarizes five malfunction events. A review of the events indicated that model mc1816 biopsy instrument allegedly self-activated. These reports were received from various sources. Of the five events, four did not involve patients, and one involved a patients with no reported patient injuries. The patient from the procedure with patient contact was a (B)(6) year-old male of (B)(6) kg. One of the patients for the other procedures was a (B)(6) year-old male, of (B)(6) kgs. The remaining three procedures had no reported patient information.

Event description:
This report summarizes five malfunction events. A review of the events indicated that model mc1816 biopsy instrument allegedly self-activated. These reports were received from various sources. Of the five events, four did not involve patients, and one involved a patients with no reported patient injuries. The patient from the procedure with patient contact was a 54 year-old male of 80 kg. One of the patients for the other procedures was a 54 year-old male, of 49 kgs. Of the five events, three patient age, weight and gender were not provided.

Manufacturer narrative:
The date of awareness for the originally reported supplemental emdr (B)(4) was incorrectly entered as 3/31/2019. This supplemental emdr was sent to report the correct MDR date of awareness. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the 5 reported malfunctions, 5 lot numbers were provided, and lot history reviews were performed. Of the 5 reported malfunctions, three samples were returned for evaluation. One sample from the three returned samples, the device functioned properly under laboratory conditions, the needle was able to prime, fire, and obtain samples without issue. The device was disassembled and the left bumper was fund bent within the device housing. Therefore, the investigation is unconfirmed for the alleged self-activation. Second sample from the three returned samples, during functional testing the cannula fired automatically, therefore, the investigation is confirmed for cannula self-activation. An x-ray revealed incomplete tang engagement, and upon disassembly it was noted that the left bumper was bent. The investigation will remain inconclusive for the alleged stylet self-activation as no stylet self-activation was identified and functional testing was not completed due to the identified failure. Third sample from the three returned samples reassessed for reportability and determined to be not reportable and during functional testing as during functional testing, the top slide could not be locked into the primed position. Upon disassembly, the left bumper was noted to be missing and the right bumper was noted to be bent by the stylet spring. Based on the finding that the top slide could not lock into the primed position, the investigation is confirmed for failure to prime. The investigation is inconclusive for the reported self-activation as a full functional evaluation could not be performed. Of the 5 reported malfunctions, 2 devices were not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive.the device was labeled for single use.

Event description:
This report summarizes five malfunction events. A review of the events indicated that model mc1816 biopsy instrument allegedly self-activated. These reports were received from various sources. Of the five events, four did not involve patients, and one involved a patients with no reported patient injuries. The patient from the procedure with patient contact was a (B)(6). One of the patients for the other procedures was a (B)(4). Of the five events, three patient age, weight and gender were not provided.